Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Event description:
The patient presented in the emergency room after experiencing multiple shocks. Upon interrogation, oversensing due to noise was noted on the device. The device was reprogrammed with tachycardia therapies off and a device replacement is anticipated but has not yet been performed. The patient was stable.

Manufacturer narrative:
The reported field event of inappropriate therapy and sensing noise could not be reproduced in the lab. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.